Manufacturer narrative:
The sonicare brush head is an accessory to the flex care platinum power toothbrush.

Event description:
The consumer states that the bristles from their sonicare brush head are coming out in their mouth. No medical attention was sought.